Manufacturer narrative:
(B)(4). This device is available for evaluation; however, it has not yet been received by baxter. Should any additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Visual inspection revealed damage to the pump mechanism which confirmed the reported condition. The cause of the damage could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ipump device was "not infusing." This occurred while the pump was being programmed and set up in the biomedical service area. There was no patient involvement. Additional information was requested and is not available.